Event description:
A caller reported that a mobi cartridge would not fit properly on the pump. The blood glucose level remained within a normal range and did not exceed 500 mg/dl or drop below 54 mg/dl, indicating no adverse impact. The customer resolved the issue by replacing the cartridge with a new one and successfully resumed insulin therapy without requiring further assistance.